Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sedi-40¿ mixer does not work. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd sedi-40¿ mixer does not work. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had received the instrument from the customer and found no issues with the mixer as the instrument was operating within normal parameters. No additional technical service was required at this time. Further communication was conducted with the customer who retains two sedi instruments and it is possible that the functioning instrument was returned to bd in error rather than the malfunctioning unit. Bd has reached out to the customer for follow-up on this issue and will update this investigation if additional information is received. Investigation conclusion: based on evaluation of the customer's instrument, there were no issues found as the unit's mixer was operating properly. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.